Manufacturer narrative:
One smiths medical cadd®-solis ambulatory infusion pump was returned for analysis. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on these investigation results, there was no fault found and unable to confirm complaint.

Event description:
Information was received indicating that a smiths medical cadd®-solis ambulatory infusion pump over delivered. There were no reported adverse effects.